Manufacturer narrative:
The returned device was evaluated and was not able to be downloaded due to the pdm (personal diabetes manager) not being able to reboot and was stuck in a ¿looping¿ state.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, alerts and alarms 10/page 127. The omnipod system provides alarms to make you aware of serious or potentially serious conditions. When a condition occurs that requires your attention an advisory alarm or a hazard alarm will sound. Hazard alarms are continuous tones and occur when either the pod or pdm is in a serious condition. During an alarm the pdm will display an onscreen message with instructions for taking care of the alarm condition. Be sure to respond to all alarms when they occur.

Event description:
The patient reported his pdm (personal diabetes manager) gave hazard alarm and that he was not able to reset the pdm. He went to see his healthcare provider who treated him with a manual injection of insulin. There was no further information on the visit.